Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product, that has a similar product distributed in the us. Investigation: the purpose of this complaint investigation is to investigate the customer's observation of false positive results for two specimens from the same patient when tested with architect total b-hcg reagent kit, lot number 55937jn00. Laboratory data: the complaint text and further communication with the customer services organization indicated that the following results were obtained for a non-pregnant female: 2008: first blood draw (s1): 50 miu/ml. The following month: second blood draw (s2): 279.55 miu/ml, repeated after recentrifugation: < 1.20 miu/ml (reproducible 4 times). The same day: second blood draw: new sample (s3): < 1.20 miu/ml the complaint text indicated that the customer performed a b-hcg reproducibility test and reported that no intersample contamination was observed, the customer ran a sample >15,000 miu/ml followed by a negative sample that came out to <1.20 miu/ml. Also the customer performed a reproducibility test on control level 3 and was satisfied with the mean, standard deviation and %cv values obtained. The performance of architect total b-hcg reagent lot number 55937jn00, was investigated by completing a review of manufacturing and testing records. This review did not reveal any events or issues that could impact the performance of architect total b-hcg reagent lot number 55937jn00. Master lot release testing for lot number 55937jn00, was performed on 2007. The test data was reviewed and the lot listed above was released within approved specifications. Trending analysis: complaint activity for architect total b-hcg, has been reviewed and based on the data currently available to us and investigations performed, it is not considered that there is an adverse trend related to performance for the architect total b-hcg assay. A review of the manufacturing, testing and release data for both the reagent kit revealed that all specifications were met and did not reveal any events or issues that could impact the performance of architect total b-hcg reagent kit, lot number 55937jn00. Testing was performed which examined the performance of a number of architect total b-hcg reagent kits with respect to the detection of total b-hcg in a range of patient samples and the use of the automated dilution procedure per package insert instructions. The architect total b-hcg reagent kits used in the investigation were lots 52917jn00, 54914jn00 and 55937jn00. This investigation did not identify any issues with the performance of the architect total b-hcg reagent lots under investigation. Moreover, the performance of the architect total b-hcg reagent kit, lot number 55937jn00 was comparable to the performance of two other reagent lots used in the investigation lot 52917jn00 and list number 7k780025, lot number 54914jn00). The testing performed as part of this investigation did not confirm the customer's observation of falsely elevated patient sample results. The results obtained when a selection of five negative patient samples with an expected total b-hcg concentration of less than 5.00 miu/ml were tested using all three architect total b-hcg reagent lots. No false positive results were observed. From the investigation performed it can be concluded that no product deficiency has been identified for the architect total b-hcg reagent kit, lot number 55937jn00. Furthermore, a testing protocol was executed which examined the performance of a number of architect total b-hcg reagent kits, including the reagent kit in use in your facility at the time of the issue (lot number 55937jn00). The testing investigated the performance of three different lots of architect total b-hcg reagent kits with respect to the detection of total b-hcg in a range of patient samples and the use of the automated dilution procedure per package insert instructions. Thirty-five patient samples in total were used in the investigation. These patient samples were selected to evaluate different aspects of the architect total b-hcg assay performance: specifically the occurrence of false positives; the occurrence of false negatives; and the effectiveness of the 1:15 dilution protocol. The results obtained when a selection of five negative patient samples with an expected total b-hcg concentration of less than 5.00 miu/ml were tested using all three architect total b-hcg reagent lots. No false positive results were observed a patient sample that tested negative was run on the architect instrument after an abbott architect total b-hcg high control of concentration 5000 miu/ml. No carryover issues were observed for this sample. In summary, this investigation did not identify any issues with the performance of the architect total b-hcg reagent lot under investigation. Moreover, the performance of the architect total b-hcg reagent kit, lot number 55937jn00 was comparable to that of two other reagent lots used in the investigation (lot 52917jn00 and lot number 54914jn00). Based on our investigation and a review of the information available to us, we were unable to confirm the customer's observation and conclude that the architect total b-hcg reagent lot in question is meeting its safety, effectiveness and label claims. This is the final report.

Event description:
This late MDR is a retrospective filing for an international product with a similar us product. A customer states that samples tested using the architect bhcg assay generated discrepant results. All samples are from the same patient. Samples designated as s1, s2 and s3 are from the same patient. S1: 50.0 miu/ml drawn 2008 positive reported echography negative. S2: 7.39 miu/ml drawn the following month . S2: 279.55 miu/ml repeat. S2: <1.20 miu/ml after re-centrifugation (ran 4 times obtaining same result). S3: <1.20 miu/ml new sample same day. No adverse impact to patient management was reported due to this issue.